Event description:
The electrosurgical generator was returned to the service center with a report of machine not working. This does not indicate an MDR reportable event. However, MDR reportable failure was found during onsite inspection. During onsite inspection of the device, error e433 was found due to faulty generator board. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device service inspection was done on-site. Based on the results of the investigation, it is likely following led to the malfunction: if the fiber is damaged, it will affect light transmission and prevent normal operation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.